Event description:
It was reported that this lead had a single instance of out of range impedance measurements. No adverse patient effects were reported. No intervention was performed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).